Manufacturer narrative:
Service found the calport reading low by 24% from nominal. This would account for higher energy being delivered. It was determined that the prior service rep incorrectly set up the calibration.

Event description:
During service of the gentlelase service established that the laser energy calibration was off 24% from normal value.